Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) inspected the unit and confirmed that the batteries did not eject when the release clip was activated. The fse inspected the battery springs and battery compartment, and cleaned the batteries and internal battery housing, including the electrical connections. Following cleaning, the batteries released and ejected properly. The unit passed all required functional and safety testing in accordance with the manufacturer¿s specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s battery cannot be removed. There was no patient involved.